Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection has been performed on the returned reader and no damages were observed. The reader was de-cased and visual inspection was conducted on the printed circuit board assembly (pcba) where no signs of damage, burn marks or corrosion was observed. Visual inspection has been performed on the returned adc charging cable and power adapter, and no issues were observed. A continuity test was conducted on the charging cable using a cable tester and no problems were found. The power adaptor voltage was measured to be within specification. An extended investigation was conducted on the returned, de-cased reader. Visual inspection revealed no signs of physical damage. The reader failed to power on with button press, strip insertion, or charging cable. The returned battery was found to be out of specification and was replaced with a new, unused battery, where the reader powered on and displayed a ¿connected to the computer¿ message. Thermal imaging revealed hotspots on the u2 chip after pressing the power button. A significant voltage drop was observed on the pa9_vbus line responsible for supplying power from the usb connector to the central processing unit (cpu), indicating damage to the pa9 pin of the cpu. The returned usb charging cable passed continuity and load tests, with voltage within specification. The investigation determined that the issue was caused by the use of a non-abbott usb adapter, which likely led to electrical overstress, resulting in component damage and overheating. The reported field event of the reader becoming ¿too hot to hold¿ was observed. The reader powered on with and without the charging cable when using a known good battery, but hotspots were consistently observed. This issue is attributed to the use of an incorrect usb adapter, which caused electrical overstress and component failure. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.